Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, post-procedure, upon removal of the device, it was noted that the device became stuck with the guide wire. The device was removed together with the guidewire and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. The customer¿s guidewire was also returned for analysis; however a severe kink was noted on the guidewire, because of this kink it could not be used during analysis. The investigator attempted to load a boston scientific 0.035in guidewire through the mustang device; however severe resistance was encountered, a blockage was identified in the guidewire lumen. Solidified blood was noted escaping from the hub of the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further attempts were made to load the wire. On removal from the bath the investigator again attempted to load a boston scientific 0.035in guidewire, this time the guidewire was successfully advanced through the device; however resistance was encountered when passing through the kinked shaft. Blood was observed escaping through the tip of the device as the guidewire was loaded. The balloon was received unfolded and saline solution was visible within the balloon which indicates it had been subjected to positive pressure. No issues were noted with the balloon material that may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, post-procedure, upon removal of the device, it was noted that the device became stuck with the guide wire. The device was removed together with the guidewire and the procedure was completed. No patient complications nor injuries were reported.